Manufacturer narrative:
Additional information received on jan 11th 2017 and it is confirmed that the subject guidewire was completely removed from the patient. (B)(4). However due to the reported medical intervention,this event is still reportable as a serious injury. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported issues are covered in the device directions for use (dfu).the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the treatment of the 90% of stenosed left internal carotid (ic) (c3- c4), the stent was deployed successfully. Post procedure while attempting to remove the guidewire from the patient, the tip of the subject guidewire (about 3 cm from the tip) and the distal edge of the stent got stuck. Following several attempts to remove the guidewire using different microcatheters, the balloon catheter was inflated inside the stent and the guidewire was attempted to be removed with force, but the guidewire was unable to be removed and the stent migrated to the ic-petrous portion. Then the stent and the guidewire were tried to be retracted to the guide catheter, but the stent was stuck near the ic bifurcation. An attempt to retrieve the stent using a gooseneck snare failed as well. The stent remained in the patient however, the guidewire was completely removed from the patient. There was no adverse clinical consequences to the patient a result of the procedure.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during the treatment of the 90% of stenosed left internal carotid (ic) (c3- c4), the stent was deployed successfully. Post procedure while attempting to remove the guidewire from the patient, the tip of the subject guidewire (about 3 cm from the tip) and the distal edge of the stent got stuck. Following several attempts to remove the guidewire using different microcatheters, the balloon catheter was inflated inside the stent and the guidewire was attempted to be removed with force, but the guidewire was unable to be removed and the stent migrated to the ic-petrous portion. Then the stent and the guidewire were tried to be retracted to the guide catheter, but the stent was stuck near the ic bifurcation. An attempt to retrieve the stent using a gooseneck snare failed as well. The guidewire remained in the patient as well as the stent, which was dislodged to the ic bifurcation. There was no neurological deficit observed at the moment due to sufficient collateral circulation. No further information is provided.